Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. It was alleged that the insulin on board was greater than zero by the end of the duration. It was reported that the user experienced a blood glucose reading that was greater than 250 mg/dl, but less than 500 mg/dl, with a trace level of ketones. The alleged blood glucose excursion does not meet animas' criteria for a serious injury, and is therefore not reportable as an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up # 1: date of submission: 05/02/2017. Device evaluation: the pump has been returned and evaluated by product analysis on 04/07/2017 with the following findings: a review of the pump¿s user settings showed the ¿insulin on board (iob) duration¿ was enabled and set to 2 hours. During investigation, the pump ez-prime steps were performed correctly; a 10u normal bolus was programmed and delivered with iob turned on and set for two hours. After two hours, iob remaining in status screen 2 and in the advanced bolus screens still showed remaining iob of 0.20u. The pump¿s iob feature was found to be functioning as designed. The iob algorithm was behaving in a way that was different than the user¿s expectation.